Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91462591 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial (B)(6) )was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua (B)(4) documented in the record (B)(4) . H3 other text : not returned to manufacturer.

Event description:
On (B)(6) 2023, genmark was advised of an unexpected positive result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2023. The initial sample collected on (B)(6) 2023 reported positives for sars-cov-2 and human rhinovirus/enterovirus on the eplex rp2 panel. Comparator testing on the genexpert panel on (B)(6) 2023 was negative for sars-cov-2. The specific genexpert panel identified as a comparator was not identified, however the customer advised the panel does not detect human rhinovirus/enterovirus. Repeat testing of the original sample on (B)(6) 2023 resulted in only detection of human rhinovirus/enterovirus on the eplex rp2 panel and negative for sars-cov-2 on the genexpert panel. Repeat testing with a new sample collected and tested on (B)(6) 2023 resulted in only detection of human rhinovirus/enterovirus on the eplex rp2 panel and negative for sars-cov-2 on the genexpert panel. The customer advised the eplex sars-cov-2 positive result was communicated to the physician and that the patient was transferred to an isolation bed and a repeat swab was collected. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 runs suggesting the consumables performed as expected.